Event description:
It was reported that 13 syringes non sterile 50ml CT were found damaged and "melted". The following information was provided by the initial reporter: "the syringes are partly bent. It looks as if they have been exposed to heat and have melted a bit as a result.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-05-07. H6: investigation summary several samples were provided to our quality team for investigation. Through visual inspection, damage is visible in various sections of the product. A device history review was performed for lot 2011006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the damage observed. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 13 syringes non sterile 50ml CT were found damaged and "melted". The following information was provided by the initial reporter: "the syringes are partly bent. It looks as if they have been exposed to heat and have melted a bit as a result."